Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. External equipment was exchanged. Testing could not be performed due to loss of lock. Surgery to explant the pt's device has been scheduled.